Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Upon receiving, the ipg was completely depleted suggesting that the device had been depleted making it unable to link to the remote control during the procedure. After being charged in one charging cycle, it was linked with a test remote control without any discrepancies.

Event description:
A report was received that during a lead revision due to lead migration, the physician replaced the ipg as the patient reported his remote control and ipg were not communicating. The patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision due to lead migration, the physician replaced the ipg as the patient reported his remote control and ipg were not communicating. The patient was reportedly doing well following the procedure.